Event description:
Customer tested two specimens and both resulted s. Aereus susceptible to oxacillin and cefoxitin screen test. This result was reported to the physician. Offline. Oxacillin screen agar was nonconclusive. The specimen was tested with the competitor vitek and reported as oxacillin susceptible. The specimen was sent to the reference lab by the customer and reported (B)(6) on pcr meca test. The customer noted that there was no treatment failure associated with the initial results reported and the patient has since been discharged. There was no corrective result sent to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
It was reported that there was no treatment failure associated with the initial results reported and the patient has been discharged. No report of adverse event associated with the discrepant results.